Event description:
It was reported that the patient's leadless pacemaker produced an error message on the programmer during interrogation. No further information was received.

Manufacturer narrative:
Please retract the following report. Additional information received indicates the event occurred due to user error.